Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cerebrovascular event on or about (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (cerebrovascular) for the same patient involving two separate product; associated mdrs# 1225714-2013-01513.